Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the customer and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Upon further review of the complaint, it was determined that the issue occurred outside of use, and is not likely to cause death or serious injury. Therefore, this complaint does not meet reportability requirements.

Manufacturer narrative:
The gas delivery subsystem was returned for failure investigation. The customer complaint was verified. The root cause was failure of airflow sensor, caused by u1 drifting out of calibration.

Manufacturer narrative:
Report date: 17aug2021. There was no patient involvement.

Event description:
The customer reported the ventilator alarmed low leak - co2 rebreathing risk, the tidal volume is not accurate, and the air flow accuracy test did not pass. There was no patient involvement. The remote service engineer advised the customer to replace the flow sensor assembly. Other information is pending.